Event description:
The customer stated that she was hospitalized twice due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. The customer reported that she has lost a significant amount of weight recently and may need to try a different type of infusion set. Alternate infusion sets were sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.